Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the patient underwent magnetic resonance imaging (MRI), the implantable neurological stimulator (ins) did not function anymore. Interrogation of the ins with the programmer was not possible. It was reported (B)(6) 2010 that the device was replaced. After replacement, the patient was fine again. Additional information has been requested, but was not available as of the date of this report.